Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned cable was evaluated. External visual inspection showed a recessed pin at the sensor side connector. The cable failed continuity testing, the recessed pin prevents the cable from fully engaging with the sensor as a result the cable has an open connection on the red conductor. When connected to a monitor the device displays a "high impedance detected" error message. In this condition the cable is defective and unable to obtain psi values. No testing confirming the accuracy of the device could be performed in the returned device's present condition. The reported issue was not confirmed., corrected data: additional information. D4 model # updated from 4298 to 25004 lot # updated from a blank field to a18cb32 UDI # updated from a blank field to 00843997012485 h4 device manufacture date updated from a blank field to (B)(6) 2018.

Event description:
The customer reported the device provided psi values lower than the normal range. No patient impact or consequence were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the device provided psi values lower than the normal range. No patient impact or consequence were reported.